Event description:
Customer stated that his meter has been running weird. Uses this meter as a back up meter. Meter is giving results of 4.9 mmol/l. Meter is giving incorrect results. Customer was walked through the set up mode and changed the meter from mmol/l to mg/dl. No adverse event was alleged due to meter set in incorrect unit of measure. No product being sent back.